Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to the joint laxity and instability. A 6x9 cr insert was revised to a 6x11 cs insert.